Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not have adequate longevity before reaching elective replacement indicator (eri). Therefore the ICD device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) we did receive performance data collected from the device and have analyzed the data. The recommended replacement time (rrt) in the save to disk on (B)(4) 2012, the device reached rrt at 2.6251 volt. The weekly battery voltage trend data shows the battery at 2.641 to 2.607 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.